Event description:
It was reported that this right atrial lead exhibited oversensing on the right atrial channel. Reprograming of the device was performed. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right atrial lead exhibited oversensing on the right atrial channel. Reprograming of the device was performed. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Information was corrected from the following fields: h1: type of reportable event.